Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button error alarm during our testing; all of the buttons are functioning properly. However, found moisture damage on the keypad traces. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked display window.

Event description:
Customer reported via phone call, the insulin pump was frozen for about half an hour and it was alarming button error. Customer's blood glucose was 13.4 mmol/l. Customer did not recall any significant events which may have let to the alarm. Customer was advised to discontinues use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.